Event description:
It was reported that during patient use, a ventilator was alarming and the alarm could not be stopped. The ventilation was not interrupted however, the patient was removed from the ventilator and placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference # (B)(4). A covidien customer support engineer inspected the device and the alleged malfunction was not duplicated. The ventilator received a flash drive upgrade, software upgrade and replaced the graphical user interface (gui) display. The ventilator passed all testing.